Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012

Event description:
Consumer reports she "heard a loud bang and could smell smoke coming from our bathroom. The recharge base of the brush looked melted and had a black hole the size of a pen."

Manufacturer narrative:
(B)(4). Brush manufacture date was previously reported and is 3/19/2010.